Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was surgically explanted due to unknown reason. This crtd was not replaced. No additional adverse patient effects were reported.